Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there is still a leak in the patient's watchman ® laa closure device; however, the patient was able to come off coumadin and remain on just 325mg of aspirin daily.

Manufacturer narrative:
The device was not returned. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Reported via (B)(6). A patient had a watchman laa closure device implanted on (B)(6) 2017. On (B)(6) 2017, the patient had a transesophageal echocardiogram performed which showed a leak in the device. The patient will start on plavix and aspirin for the next 6 months.